Event description:
It was reported by the affiliate that during a lap colorectal procedure, they put the machine together and, when they tested the disposable, it wouldn't work. They changed the hand piece three different times and then tried the test tip and then finally when the disposable didn't work they opened a new disposable. The surgeon, when he put it in his hands, said "it doesn't feel right". No patient consequence. One device returning, no affiliate ref# given.

Manufacturer narrative:
Evaluation summary: the analysis results found that the lcsc5ha was returned in good visual condition. No functional test could be performed, as the switch was non-functional; no other anomalies were noted. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.